Event description:
Customer reported via phone call that their keypad of the insulin pump was having issues. The blood glucose reading is 275 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.